Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the disposable was reverse-connected. The nurse physically intervened with the patients. Extension tubing was changed to another lot (in all 3 cases this lot was common). No visible problems with the tubing, and the system was correctly fitted and installed. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Analysis details: no product was returned. The reported complaint was unable to be confirmed. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D4: complete UDI - (B)(4).